Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the external ear (specific date not reported). During initial activation, open circuits were noted on all electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.